Event description:
The duett sealing device was deployed and upon examination the distal balloon was found to have a circumferential tear and the core wire was broken and bent. The broken portion of wire was later found in the sheath upon removal. It was also noted that no embolism resulted in this event.